Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: how many clips were used to complete the anastomosis? => no information. Is the surgeon aware that the clips are only indicated to be used with braided vicryl suture? => after this event, the sales rep explained the surgeon that the clips are only indicated to be used with braided vicryl suture. The sales rep reported additional information: the leak occurred from the anastomosis site. The leak occurred from the anastomosis site. The size of monocryl was 3-0 and the size of needle was ur-6. Dr. Commented whether the cause of the leak was lapraty or not was not known. The hospital stay is prolonged.

Event description:
It was reported that during a laparoscopic robot-assisted total prostatectomy on unknown date clip was used. The placed clip slid during suturing after fixed on the monocryl. The device was used on the anastomosed site between the urethra and the bladder. The hospitalization was prolonged since leakage occurred. No blood transfusion was required. Another device was used to complete the case.